Event description:
It was brought to our attention this morning that the current stock of less than 10kg transducers are built backwards. The pigtail for the flush syringe and the zeroing port cap are interchanged.